Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements in 2015 already showed three channels with hi status due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been received yet.

Event description:
The mother reported that the user went to the clinic for programming and re-implantation was recommended. The user's hearing performance has decreased after a reported trauma. Re-implantation is considered however, no date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition, in situ measurements in 2015 already showed three channels with hi status due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been received yet.

Event description:
The mother reported that the user went to the clinic for programming and re-implantation was recommended. The user's hearing performance has decreased after a reported trauma. Re-implantation is considered however, no date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition, in situ measurements in 2015 already showed three channels with high status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother reported that the recipient had a fall at school. They went to the clinic for programming as the hearing performance with the device was affected. The recipient has been re-implanted.

Event description:
The mother reported that the user went to the clinic for programming and re-implantation was recommended. The user's hearing performance has decreased after a reported trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.